Event description:
Not reportable as the complaint is a duplicate of os707403 and is not a valid complaint.

Manufacturer narrative:
The complaint record is downgraded as the complaint is a duplicate of os707403 and is not a valid complaint.

Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has an error code 63 & 106.